Event description:
The patient was unable to adjust stimulation. The programmer displayed the 'call your doctor' icon as well as the early replacement indicator. The patient 'could not believe' the battery was already low. Some settings were higher than others. After the last programming session, the device had been helping her pain. Additional information was requested.

Manufacturer narrative:
Lead model 3888-33, lot# v834759, implanted: 2011 (B)(6), explanted: na. Lead model 3888-33, lot# v834759, implanted: 2011 (B)(6), explanted: na. Programmer model 37743, serial# (B)(4). Recharger 37092, lot# 292790001. Extension model 3708240, serial# (B)(4), implanted: 2011 (B)(6), explanted: na. Extension model 3708220, serial# (B)(4), implanted: 2011 (B)(6), explanted: na. Lead model 3487a-33, lot# v736700, implanted: 2011 (B)(6), explanted: na. Lead model 3487a-33, lot# v588047, implanted: 2011 (B)(6), explanted: na. (B)(4).